Event description:
Burr of stryker power drill broke off during procedure. Surgeon was making a burr hole for insertion of a reservoir, and the drill bit broke off. It flew across the room, but did not injure anyone.